Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose with unknown blood glucose levels at the time of the incident. The customer was at 422 mg/dl at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated the pump was recommending double boluses even after a first bolus was programmed and delivered a few minutes prior. Troubleshooting was completed but did not resolve the issue. The customer also reported having issues with pump and sensor communication. The insulin pump and sensor will be returned for analysis.